Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll australia for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing using a known good battery and ac power, individually and in combination without duplicating the report. The battery connection assembly was replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.